Event description:
It was reported that about a month prior to the patient¿s one year follow up appointment, their symptoms returned. The patient was having a lot of frequency. When the healthcare provider checked the device, it was off. It was stated, the patient had not used their programmer since (B)(6) 2013 and the implant reportedly ¿turned itself off.¿ stimulation was turned back on and since then the patient¿s symptoms had improved. It was added the patient had a difficult time using the programmer because of their shoulder. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3889-28, lot# va02dmj, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).